Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 12th january 2011 and performed to specification up to the 30th august 2015. A significant increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups mainly of 10 minutes duration were recorded between the 2nd - 18th september 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the measurements taken during the investigation would confirm a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.